Manufacturer narrative:
The pump failed displacement test, followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify other alarms or errors due to the motor error alarms. The pump also had a cracked case at the display window corners and reservoir tube, as well as minor scratches on the lcd window.

Event description:
It was reported the customer received a motor error alarm, motion sensor test failure alarm and a motor position encoder error alarm. The customer stated the alarms occurred after wearing their insulin pump into a magnetic resonance imaging machine. Customer's blood glucose was unknown at the time of the call. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.